Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on the upper jaw. The broken piece measures approximately 2.53mm x 1.77mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator appears to be bent. The complaint regarding a broken tip was confirmed by failure analysis. There were additional findings that were related to the customer¿s complaint: the instrument was found to have a dislodged conductor wire at the distal end. The segment is hanging from the grip tip. The instrument passed the electronic continuity test. This was the result of a broken instrument molded insulator. The probable root cause of the broken molded insulator is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a broken tip. The procedure was completed with no reported injury.